Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female caucasian patient who underwent a breast reconstruction revision with 600cc mentor memorygel breast implant on the left, and an unknown mentor gel breast implant on the right, experienced bilateral implant rupture and chest injury postoperatively. The patient reported that during a routine MRI, she experienced pain on the left breast, and implant rupture was suspected. The patient had an ultrasound that could not confirm rupture. The patient then had a CT scan that indicated right-sided implant rupture, and the patient believed complications occurred upon undergoing routine MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right-sided implant.